Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was painting using their right arm, an activity they often perform. The patient was seen in clinic and the sensing vector was changed from primary to secondary. No noise was reproduced during pocket and lead manipulation. Of note, the patient has lost 6 kilograms of body weight since the implant date. The patient will be closely monitored via the latitude remote patient monitoring system, and technical services will be contacted for further review. Besides the inappropriate shock, no other adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was painting using their right arm, an activity they often perform. The patient was seen in clinic and the sensing vector was changed from primary to secondary. No noise was reproduced during pocket and lead manipulation. Of note, the patient has lost 6 kilograms of body weight since the implant date. The patient will be closely monitored via the latitude remote patient monitoring system, and technical services will be contacted for further review. Besides the inappropriate shock, no other adverse patient effects were reported. This product remains in service.